Event description:
A user facility reported "multiple" cases of tass following cataract procedures. Per the reporter, the cases have occurred sporadically, in no particular order, and with multiple surgeons. The majority of cases resolved with topical steroids. In this case the pt recovered with the use of intravitreal steroid injections. The facility is investigating multiple potential causes, including cleaning and sterilization procedures, environmental factors, instruments and products used during cataract procedures. The reporter states they perform an average of 40 surgeries per day, cycle two instrument trays per room, have re-useable cannulas, and some of the operating room personnel are recently hired. Epinephrine is added to the irrigating solutions and patients receive intracameral vancomycin. A listing of products and lot numbers in stock at the facility was provided by the reporter. With the exception of the iol lot/serial numbers, the facility is not able to identify if any of the product lots in the listing they provided were specifically used on patients who developed tass. A site visit by a nurse consultant was requested to assist the facility with their on-going investigation. The visit took place on 05/10/2006. The nurse consultant reported the facility had identified a possible association between tass and the intraocular lenses. The nurse consultant identified the following items for facility consideration to help prevent future cases of tass: 1. Use a compounding center rather than a nurse to compound medication; 2. Use an etoh rinse after decontamination phase prior to sterilization; 3. Use disposable cannulas; 4. Prior to use, examine I&a hand piece and reusable cannulas and injectors under a microscope for any signs of debris or residuals; 5. Spend add'l time at the end of the case flushing the eye with balanced salt solution; and, 6. Use enzymatic cleaner that has not expired. Associated MFR. Reports numbers:1119421-2006-00116, -00152, -00153, -00154, -00155, -00156, -00157, -00158, -00159, -00160, -00161, -00162, -00163, -00164, -00165, -00166, -00167, -00168, -00169, -00170, -00171, -00172, -00173, -00174.

Manufacturer narrative:
H.3., 6: the complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no similar complaints received for this lot number. The manufacturer's internal reference number is: id061755.